Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary we checked the returned product and confirmed that the objective lens break was caused due to a physical damage. This report is being filed as part of the pentax backlog management plan.

Event description:
Ccd objective lens broken. "The instrument presents the altered colors, the probe was sold and performed only one exam the objective is chipped, but there is no damage to the distal end that can account for the damage.